Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit, failed battery test, a21 alarms or reset time/date anomaly after change battery noted during testing. No unexpected heating up of battery, battery tube or electronic assembly was noted. No traces of heating up including burns, electrical shorts or heat damage components in electronic assembly was noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had unexpected restart and no power. Customer¿s blood glucose was unknown at the time of incident. Customer was able to clear the alarm and able to rewind the pump. Customer stated that alarm is recurring during normal pump use. Troubleshooting was performed receiving another unexpected restart alarm after a battery change. The insulin pump will be returned for analysis.